Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump battery cap fell off. No damage to the pump was reported. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power response issue.

Manufacturer narrative:
Follow-up #1 date of submission 03/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were also found to be damaged. No evidence of moisture ingress was observed in the battery compartment. The battery cap secured properly to the pump, and the pump maintained power when the cap was loosened a full turn. The battery cap contact dimensions measured within specifications. Current draws measured within specifications. The pump case was removed and no defect was found to the power circuit.